Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. A replacement system was implanted on the contralateral side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information obtained reported the patient had ongoing oozing of blood from incision site following implant procedure which progressed to partial wound dehiscence. A pocket revision was performed and no signs of infection were observed however wound cultures grew pan-susceptible e. Coli and the system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and the proximal conductor of the lead became extrinsically fractured due to melting. Returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.